Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis evaluation. The instrument was found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument did not securely retain the clips. As a result, clips fell inside the patient. The clips were subsequently retrieved during the same procedure using a grasper instrument inserted into the abdomen through a trocar. No additional patient impact was reported.